Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump's battery display or low battery alert was not working. The insulin pump was slower during rewind and the buttons were less responsive. The insulin pump alarmed motor error. Customer's blood glucose level was not reported. The device was not returned.